Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to an electrode problem. No other information has been made available. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Correction: the correct date of implant surgery was (B)(6), 2009, not (B)(6), 2009 as previously reported. Correction: the correct (B)(4) as previously reported. This report is filed (B)(6), 2011.

Event description:
Boston scientific crm received information that this implantable cardiover defibrillator (ICD) was explanted due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.